Event description:
It was reported that an asymptomatic patient was presented remotely for far r wave oversensing leading to inappropriate mode switching. Review of stored egms found one instance of an aborted charge in response to sinus tachycardia with rapid ventricular response. Programming changes were recommended. The device remains implanted. No furhter information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.